Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been lost to follow-up and presented to the clinic experiencing shortness of breath. The patient was in atrial fibrillation since his last check on (B)(6) /30/13. Multiple mode switch episodes were noted as a result of low amplitude p waves. All other device function was -normal-.